Manufacturer narrative:
(B)(4). One used sample was received. Visual examination of the sample confirmed a ruptured bladder in a footed position. The root cause is a manufacturing defect. A tier ii CAPA idc-(B)(4) was initiated to address the root cause investigation of the bladder rupture issue. A batch review was conducted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot..

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(6) that the reservoir of one (1) ce infusor lv 5 device had ruptured during priming. There is no patient involvement. No additional information is available.